Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) display is showing the message "no video input". They said that the unit appears to be turned on. Nihon kohden technical support (tech support) asked the customer to verify that the video cable is secure on the cns tower and on the display and also had them re-seat the cable. During the troubleshooting, they saw that the display would boot up into the bios but not into the cns software. Tech support then had them remove the port 0 hard disk drive (hdd) and the one in port 1. Then had them place the port 1 hdd in port 0. They booted up the cns just with this one hdd and it was able to boot into the software. Tech support then had them put in the other hdd in port 1 and the raid drive started to rebuild. Tech support advised that they should get 2 new hdds. The customer decided to buy one blank hdd. They received it and was walked through the process of restoring it and was able to rebuild the drive. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) display is showing the message "no video input". They said that the unit appears to be turned on. Nihon kohden technical support (tech support) asked the customer to verify that the video cable is secure on the cns tower and on the display and also had them re-seat the cable. During the troubleshooting, they saw that the display would boot up into the bios but not into the cns software. Tech support then had them remove the port 0 hard disk drive (hdd) and the one in port 1. Then had them place the port 1 hdd in port 0. They booted up the cns just with this one hdd and it was able to boot into the software. Tech support then had them put in the other hdd in port 1 and the raid drive started to rebuild. Tech support advised that they should get 2 new hdds. The customer decided to buy one blank hdd. They received it and was walked through the process of restoring it and was able to rebuild the drive. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was displaying a "no video input" message. The unit appeared to be turned on. Technical support (ts) asked the customer to verify that the video cable was secure on the cns tower and on the display. No patient harm was reported. Investigation summary: troubleshooting showed the device was able to power up to the bios screen. It was presumed the boot sector was corrupted. The cns device comes with two raid hard drives. After removing the corrupted drive, the device was able to boot up with the backup. The customer ordered a replacement hard drive to fix the issue. The cause of hard drive failure is unknown based on the available information. This cns was installed on 01/30/2015. Service history shows the customer previously reported hard drive corruption and unable to boot up past the bios screen on 10/20/2020. It is unknown what actions were taken by the customer to continue using the device. Boot up issue overview boot up failure, including boot looping, booting into bios, failure to load cns application, and failure to complete the boot up cycle are resulting from hard drive failure. Hard drive failures are caused by environmental factors, maintenance factors, or the hard drive has reached the end of its lifespan (two years). The environmental factors are characterized by an abrupt power loss to the hard drives, such as a power outage, specifically while the drives are being read. These abrupt power losses could damage sensitive internal hard drive components. Environmental factors include: · power outages · generator tests · uninterruptable power supply (failure) · power outlet failure maintenance related factors: the cns device is designed such that the internal components are protected from excessive heat. When excessive heat builds up, either from hot ambient air, or clogged heat fans on the cns tower, the device will shut down as a protective measure. These shutdowns may impact hard drive lifespan. The cns device requires regular maintenance, as outlined in the operator's manual. When stored for an extended period of time, operation checks should be performed. In short, the symptoms of device not being able to boot up is related to its internal hard drives. This is indicative of device needing maintenance and/or service. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. A5 b6 - b7 d10 attempt #1 05/20/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 06/01/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 06/08/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with some of the patient demographics, but no additional device information was provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was displaying a "no video input" message. The unit appeared to be turned on. Technical support (ts) asked the customer to verify that the video cable was secure on the cns tower and on the display. No patient harm was reported.